Event description:
The report rec'd indicates that after performing a venipuncture, the nurse was engaging the pink safety shield when it broke off and the needle and holder slipped out of her hand causing a needle stick to the left breast. The nurse was reported to be wearing scrubs and had gloves on at the time. The nurse and pt were tested for (B)(6) and the results were negative for both pt samples. The nurse rec'd prophylactic (B)(6) medication but discontinued the regimen after four (4) days due to the side effects that were experienced. The employer will continue to retest the employee accordingly. The lot number that was initially reported was incorrect as there were no related material documents found. This inadvertently led to the delay in the investigation and submission of this report. A complete eval was performed when the customer's returned product was rec'd. The results are provided under the eval summary.

Manufacturer narrative:
Evaluation summary: regulatory compliance rec'd a needle stick injury report where the eclipse needle was identified as causing the injury. The customer returned product from lot number 9044890. A complaint history check yielded no other complaints recorded against this lot. This is the first complaint for this lot of nine hundred and fifty eight thousand, five hundred and sixty (958, 560) units of product. A device history review was conducted by mfg and no anomalies were noted. Customer sample analysis: ninety-six (96) customer samples were rec'd, examined and evaluated by hand activation for defective locking. There were no issues identified. The design features were present and functionality confirmed. All 96 needles performed as per product design. This complaint cannot be confirmed as being related to the mfg process. Regulatory compliance will continue to monitor and trend this lot.